Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that the ups batteries over-heated, which resulted in the venting of sulfur gas. The cause of the odor being emitted from the instrument was due to a malfunction of the ups. The cse replaced the ups and verified that the system was functioning correctly. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer reported an acid odor being emitted from the dimension vista 500 uninterruptible power supply (ups). The customer stated that due to the ups odor, laboratory technicians displayed symptoms of coughing, headache, nausea and dizziness and were admitted to the hospital emergency room for observation. The technicians were not given any medications or undergo any medical intervention. The technicians were discharged from the emergency room without complications. There are no known reports of patient intervention or adverse health consequences due to the ups odor.

Manufacturer narrative:
The initial MDR 1226181-2014-00291 was filed on may 23rd, 2014.additional information (08/05/2014): the siemens headquarters support center (hsc) performed an analysis of the failed uninterruptible power supply (ups). The investigation determined that the ups air vents had excessive dust, which prevented the proper air flow through the ups. Improper air flow through the ups, compromises the functionality of the power supply and can cause over-heating. The ups was replaced upon failure by a siemens customer service engineer. Further evaluation of the device is not required.